Manufacturer narrative:
The device was not returned for analysis. An event of difficult advancement through patient anatomy and material deformation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided images were reviewed, and the distal end of the valve capsule appears to be folded outwards. Based on all available information, the reported difficult advancement through patient anatomy appears to be related to material deformation. However, a cause for the material deformation could not be conclusively determined. The reported hemorrhage appears to be related to the material deformation. The reported unexpected medical interventions were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vison valve was chosen for implant using a small flexnav delivery system. The diameter of valsalva was 28mm, height of valsalva 19mm, effective orifice area 310cm2 and perimeter of annulus 74.7mm. During procedure, heparin was administered as per the usual procedure and the activated clotting levels were was sufficient for the procedure, but the exact values were not recorded. During delivery system passage, the distal end of the stent was bent inward, making passage difficult. The retrieved delivery system had damage to the valve capsule, so it was replaced with a new small flexnav delivery system. After performing balloon aortic valvuloplasty (bav) with 8f, the delivery system passage was smooth without any problems. The 23mm navitor vison valve was successfully implanted. Postoperative digital subtraction angiography (dsa) showed slight bleeding at the puncture site, which was controlled with a balloon. Two units of blood transfusion was required. After confirming hemostasis and ensuring there were no thrombi, the procedure was completed. The cause of bleeding was the delivery tip got caught on the unexpectedly inward-bent stent distal. Additionally, when the balloon was applied to correct the bend. There was no delay in the procedure. The patient was reported stable.